Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection and endocarditis. The patient was admitted and found to have vegetation on her tricuspid valve which was partially aspirated. Subsequently, the patient was treated with antibiotics. There were no additional adverse patient effects reported. The lv lead was explanted.